Event description:
The customer reported that fractures/failures in the connecting struts in the midbody area of the stent that was implanted for 50 days. The physician removed the stent. No further information was provided.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. One stent was received. The received stent had a yellow hue on the stent covering indicating possible tissue growth and was observed at 20x magnification. The proximal portion of the stent with what seems to be a puncture hole, part of the stent frame was broken, and the beginning of a translucent line. This translucent line is also present down the midsection of the stent and continues towards the distal portion of the stent but ends before reaching the distal flare. This translucent line also represents a section of the stent that has been thinned and stretched, along with parts of the stent frame broken. There are no holes in the stent covering at this translucent line, but part of the stent frame is broken and has lifted off the cover. Looking at the broken sections of the stent frame, there is no sign of corrosion or abnormal degradation of the stent frame. Therefore, the complaint cannot be confirmed, and the root cause cannot be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.